Manufacturer narrative:
B3. /d10: the event occurred on an unspecified date of january 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/solution set had a cracked luer-lock end piece. This was observed after opening the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.